Manufacturer narrative:
On 5-jan-2021, the suspected medical device was returned for evaluation. Mentor received additional information regarding the patient identifier. The patient identifier is (B)(6). The relevant fields have been updated. On 9-jan-2021, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the analysis was completed based on a photo that was provided. Investigation summary : upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the image. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 350cc mentor memorygel breast implant and experienced postoperative grade iii capsular contracture (side unknown). On (B)(6) 2020, ultrasound was performed, and the patient was diagnosed with grade iii capsular contracture by a healthcare professional. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2020.